Event description:
It was reported a patient presenting in cardiogenic shock secondary to an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support (mcs) and subsequently experienced limb ischemia requiring medical intervention. The impella cp device was inserted prior to percutaneous coronary intervention (pci) of the left anterior descending artery, during which a stent was placed. At the time of implantation, the patient had a reported left ventricular ejection fraction of approximately 15%, 3+ mitral regurgitation, and significant volume overload. Following the procedure, the patient was transported to the intensive care unit on impella cp mcs. On the following day, the patient developed worsening renal function with rising creatinine and rising potassium and was initiated on continuous renal replacement therapy. Overnight, the patient developed right lower extremity limb ischemia. The patient also experienced worsening hemodynamic instability and was emergently cannulated for venoarterial extracorporeal membrane oxygenation (va-ECMO) the next morning. The impella cp device was ultimately removed. The patient was taken emergently to the operating room, where vascular surgery performed a mechanical thrombectomy and emergent fasciotomy. The patient remained hemodynamically unstable on va-ECMO support. Vasopressors were being weaned, and lactic acid levels were reported to be decreasing from 6 mmol/l to 3 mmol/l. Right foot pulses were unable to be detected by doppler, and the extremity remained "significantly" mottled. Of note, the patient was on pressers which can potentially make the limb ischemia worse. A consultation was initiated for transfer to a higher level of care, and at the conclusion of impella cp support, the patient was reported as surviving and remained on va-ECMO support.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: added codes to health effect-impact code, health effect-clinical code. H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: hemodynamic instability/renal failure: the cause of the injury was not determined due to insufficient clinical details. Ischemia: in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d1 and d4. Upon review, the brand name and serial number have been updated.